Event description:
A discordant calcium (ca) result was obtained on one patient sample on a dimension vista 500 instrument. The discordant result was reported to the physician(s). The sample was repeated on an alternate instrument. The corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant ca result.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse evaluated the instrument and instrument data and replaced the sample 1 mixer. The cse also checked system alignments. The cause of the discordant calcium result is unknown. The cse successfully ran a system check and quality controls. The instrument is performing within specifications. Further evaluation of the device is not required.